Event description:
It was reported that the patient with this pacemaker was admitted to the hospital due to a syncopal episode. Upon device interrogation, it was found that this device was programmed off. Boston scientific technical services (ts) was not able to provide further information on the reason the pacing mode was programmed off. No additional adverse patient effects were reported. At this time, this device remains in service.